Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to pain at implant site. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on september 05, 2023.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report. This report is submitted on january 09, 2024.